Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to capture. The rv lead was not used and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.